Manufacturer narrative:
(B)(4). Batch # n54l90. The analysis found that one ntlc55 device was returned in good visual condition and with no cartridge reload loaded on the device. Further inspection showed that the right bearing was missing. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when shooting the linear cutter, it got stuck on the first try. Another like device was used to complete the procedure. There were no adverse consequences for the patient.